Manufacturer narrative:
The device was returned and evaluated; the bending section cover was dirty and foreign material was found to be clogging the nozzle. Due to the nozzle clogging, the amount of water contact and water removal ability did not meet the standard value. Additional findings are as follows: the control unit had discoloration, the up/down knob was dirty, the universal cord had a scratch, the grip was dirty and had a scratch, the scope cover had a scratch, the objective lens had a chip, the connecting tube had discoloration, the distal end had a chip, the right/left knob was dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the gastrointestinal videoscope without specifying a device malfunction allegation. There was no patient harm associated with the event. The device was evaluated upon return, and there was found to be foreign material clogging the nozzle and the bending section cover was dirty. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer provided the following information: the customer did not know what the foreign material was. The device was inspected for abnormalities and physical damages were observed. It is unknown if the device was used on a patient with foreign material. The customer does not always perform reprocessing procedure per instructions for use, and at times untrained staff cleans the device. There are two or three procedures per week. It is possible the precleaning was delayed after the procedure. In general, the cleaning adapter is used to flush water and air to the air/water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign matter may have remained because the reprocessing deviated from the instruction manual. However, a definitive root cause could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - instruction manual gif-lv1, cf-lv1l/I operation manual chapter 3 preparation and inspection shows how to detect the events. - instruction manual gif-lv1, cf-lv1l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the events. Olympus will continue to monitor field performance for this device.